Manufacturer narrative:
Manufacturer's investigation conclusion: the account¿s report of an outflow graft thrombus could not be conclusively determined through this investigation. The account¿s report of low flow alarms could not be conclusively determined through this investigation as no log files from the time of the event were submitting for evaluation. A direct correlation between the reported outflow graft thrombus and the low flow alarms could not be conclusively determined through this evaluation. It was reported that the patient developed low flow alarms and was found to have an outflow graft thrombus. The patient¿s ejection fraction had recovered to 55-60% and since they were not a surgical candidate due to a prior stroke, it was decided to decommission the vad. The driveline was severed and was buried below the patient¿s skin. It was reported that the patient was doing well after the vad decommissioning. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation as it remains implanted in the patient. The heartmate 3 lvas IFU lists thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's lvad presented low flow alarms and was found to have an outflow obstruction from thrombus. The patient experienced heart recovery with ejection fraction of 55-60%, and it was decided to decommission his lvad. The driveline was severed and buried below the skin. No additional information was reported.